Manufacturer narrative:
Device was manufactured prior to the UDI labeling implementation. Approximate age of device-5 years and 6 months. The patient remains ongoing on vad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that patient presented with elevated lactate dehydrogenase (ldh), intermittent power elevations, bilateral lower extremity (ble) edema, and elevated liver function tests (lfts). No additional information was provided.

Manufacturer narrative:
Although the reported elevations in pump power were confirmed through evaluation of the submitted system controller log file, a specific cause could not be conclusively determined. Furthermore, a correlation between the left ventricular assist system (lvas) and the reported lactate dehydrogenase (ldh) elevation could not be conclusively determined. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.